Event description:
During crown prep on teeth 18/19, doctor noted 1 cm blister on inside cheek bottom left side. No treatment given / needed. Follow up treatment noted to be phone contact in (B) (6) 2009.